Event description:
Customer received patient calcium results which were not reproducible. The original results were flagged (by the lis) as different than previous patient results. Customer provided calcium results for three patients, repeat testing performed on another d module: patient 1, original result 8.2, repeat 9.3 mg/dl. Patient 2, original result 8.1, repeat 9.0 mg/dl. Patient 3, original result 8.2, repeat 9.2 mg/dl. Original results were not reported, repeat results were reported, no patients were treated or affected based on erroneous results. Calcium reagent lots were r1-61354901, r2-62227501. The field service representative determined contamination in reagent lines was the cause. He performed decontamination of both reagent lines and common line. Performance tests, calibration and qc were performed and acceptable.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.